Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited undersensing. Technical services (ts) reviewed and advised the amplitude has decreased since implant. Ts found undersensing had led to inappropriate anti-tachycardia pacing being delivered. Ts discussed programming options and a potential revision but noted it is ultimately up to physician discretion on how to proceed. Additional information was received from the field representative. The field representative provided programming changes have been made and they will continue to monitor. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited undersensing. Technical services (ts) reviewed and advised the amplitude has decreased since implant. Ts found undersensing had led to inappropriate anti-tachycardia pacing being delivered. Ts discussed programming options and a potential revision but noted it is ultimately up to physician discretion on how to proceed. This ICD remains in service. No adverse patient effects were reported.